Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing daily episodes of palpitations and apparent diaphragmatic stimulation, two possible causes of their discomfort. Left ventricular (lv) lead output was reduced and the lead remains in use. No further patient complications have been reported as a result of this event.